Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision procedure. The patient's pocket was too big, which caused the ipg to move around in the pocket. The patient was reportedly doing well following the pocket revision procedure.